Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the image memory was full - request for support for deleting data. During troubleshooting, fse found defective image pc. Review of the log file showed that malfunctioning frontal ip-pc. Fse replaced the image pc and image hard drives, reloaded the software. After replacement completed the system was returned to use in good working order. The defective part was returned for analysis and investigation confirms failure was identified to be the hdd bay. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error indicating the image disk was full, preventing image generation. No harm to the patient or user was reported. Philips has started an investigation of this complaint.